Event description:
While preparing the model 3100a for pt use, the operator was unable to adjust the power setting to achieve the desired delta p pressure. The pt was placed on another 3100a without compromise.